Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid empty cartridge alarm and experienced an elevated blood glucose (bg) level of 250 mg/dl. The customer addressed the bg level with a manual injection. Reportedly, the customer turned the pump off and reverted to manual injections.